Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the foreign material that remained on the forceps cover could not be determined. The adhesive around the acoustic / probe lens is chipped and a part of the objective lens adhesive is peeling off is due to component failure. However, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material on the probe cover, and damaged adhesives in the acoustic/ultrasound probe lens and the objective lens. There was no patient involvement.